Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump. It was reported the pump had broken through the skin and was explanted on (B)(6) 2020 and the customer discarded. The pump would be replaced in the future. It was asked but unknown when the event/difficulty occurred. It was further reported the patient had to have the pump explanted and after explant the patient went through withdrawal of baclofen and was currently in the intensive care unit (ICU). It was reported the issue was not resolved at the time of this report and the patient¿s status was ¿alive- with injury.¿ the patient¿s medical history and weight were asked but unknown. No further complications were reported.